Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h10: investigation results: the returned hedgehog dual-end brush was analyzed. Visual evaluation found that the brush head had detached from the catheter. No material defects, deformation, or damage was noted to the catheter at the area where the brush detached. No damage or defects were noted to the brush braid. A closer inspection of the wire brush braid of the brush showed residue of glue indicating that the brush head was properly attached to the catheter. A dimensional inspection of the outer diameter of the brush braid confirmed that it was within specification. No other problems were noted. The reported event was confirmed. It is possible that interaction with the scope channel and/or the condition of the scope channel, such as channel occlusion or resistance during brush passage, may have caused the brush head to detach from the catheter body. Based on all available information and analysis of the returned device, the most probable cause is cause traced to component failure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2023. During the scope cleaning, the end of the cleaning brush broke off inside the endoscope. The detached brush was retrieved by pushing another brush through the scope. The scope cleaning was completed using another of the same device. There was no patient involvement in this event.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on august 16, 2023. During the scope cleaning, the end of the cleaning brush broke off inside the endoscope. The detached brush was retrieved by pushing another brush through the scope. The scope cleaning was completed using another of the same device. There was no patient involvement in this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.